Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2015, the patient passed away. The cause of death was lung cancer and the death was unrelated to the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), female patient who was receiving bupivacaine and hydromorphone via an implantable pump for malignant pain. On (B)(6) 2015, the patient reported experiencing urinary retention due to intrathecal (it) medication side effects (bupivacaine). The patient was administered urecholine. On (B)(6) 2015, the device was reprogrammed and on (B)(6) 2015 the patient was given a foley catheter. On (B)(6) 2015, the patient reported sedation due to an increased dose of hydromorphone and the device was again reprogrammed. The event outcome was unresolved at the time of study exit. The event was reported as related to the device or therapy, not related to implant procedure and possible related to the drugs bupivacaine and hydromorphone. If additional information becomes available, a follow-up report will be submitted.